Event description:
Siemens was notified on (B)(6) 2013 that in an autosequence the gantry was moving to the next field when it hit the table and the table column was moved by 2 degrees. Reportedly, the treatment was completed without an interlock and no error message was generated. There is no report of injury to the pt however, treatment was delivered to an incorrect location. This reported issue occurred in (B)(6).

Manufacturer narrative:
An initial investigation revealed that the day before the reported incident occurred, the customer changed the treatment plan and exchanged two fields because of an interlock. The plan was not changed back to the original treatment plan, nor was a dry-run performed before the next treatment. Siemens' investigation is ongoing. A supplemental report will be submitted to the FDA upon completion of the investigation.